Event description:
Clinical study. It was reported that during a coronary stenting treatment procedure, stent dislogement occured. The lesion being treated was a 3.5mm, severly tortuous, 90% stenosed, 10mm long portion of the distal circumflex (dist. Cx). The lesion was predilated with a 3.5x15mm maverick balloon. The physician attempted to place a 3.50x16mm taxus liberte' study stent in the target lesion, but prior to stent deployment the stent detached from the balloon. The taxus liberte' stent was deployed in a "normal" vessel. A bare metal stent was deployed at the target lesion. The procedure was completed. There were no further complications or patient injury. The patient is listed as "fine".

Manufacturer narrative:
As the unit was not returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for the batch found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this complaint incident is operational contex. Bsc ID#a00088329/tw#585449 h3 other text : product unavailable for analysis